Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that starting at the end of (B)(6) 2018, the patient usually charges his implantable neurostimulator every 3 months or so and now it is every 7¿10 days. The patient was worried that his implantable neurostimulator might be dying and that he would like the status of his battery checked. The patient has not made any significant changes to his settings and he has only increased stimulation a little to the point where he feels it should not affect his charging. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the cause in the increase in recharge frequency was due to the patient's ins approaching end of service. Actions/interventions that will be taken to resolve the increase in recharging frequency is the patient is scheduled for surgery to replace the ins on 2018-(B)(6). It was reported the patient weight (B)(6) kg at the time of the event. No further complications were reported/anticipated.